Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2013 and suture was used. While performing a vascular anastomosis the suture broke. There was severe bleeding with an approximate blood loss of 300cc. The vessel was clamped and the surgeon used a like device to complete the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a carotid endarterectomy on (B)(6) 2013 and suture was used. While performing a vascular anastomosis the suture broke. There was severe bleeding with an approximate blood loss of 300cc. The vessel was clamped and the surgeon used a like device to complete the procedure. The patient is recovered.